Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), embedded device ("embedded left essure device form the left uterine cornua"), device dislocation ("migration of essure device location of device:left essure device under cornua abutting the left fallopian tube"), uterine haemorrhage ("other injury (ies) or complication (s) please describe: blood pooling in uterus") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto thyroiditis") in a 44-year-old female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed during essure insertion". The patient's concurrent conditions included menometrorrhagia, hyperlipidemia since (B)(6) 2011, anemia, vaginal bleeding (not recovered prior to essure), menorrhagia and anesthesia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain; left side pain") and adnexa uteri pain ("pain ner or around my left ovary"). The patient was treated with surgery (surgical removal of coil and unilateral salpingectomy- oophorectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain had resolved, the device breakage, embedded device, device dislocation, autoimmune thyroiditis, endometriosis, dyspareunia and abdominal pain outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, adnexa uteri pain, autoimmune thyroiditis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. She had surgery to remove the essure implants on (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ultrasound scan vagina - on(B)(6) 2011: total bilateral occlusion on (B)(6)2011, specimen(s) received a: uterus. Cervix, left ovary and right tube b: essure wire for 10 purposes only clinical diagnosis and history severe pelvic pain, endometriosis. Diagnosis: a) uterus, hysterectomy (uterine weight 78 gm) cervix - mild chronic inflammation. Endometrium-atrophy with acute inflammation, breakdown and emosiderin deposition. Myometrium - no significant pathologic changes. Serosa- no significant pathologic changes. Left ovary and fallopian tube - hemorrhagic corpus luteal cyst and hemorrhagic tubo-ovarian adhesions with foreign body giant cell reaction. No definite endometriosis is identified. Right fallopian tube - no significant pathologic changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis. Embedded device (confirmed device dislocation), medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), embedded device ("embedded left essure device form the left uterine cornua"), device dislocation ("migration of essure device location of device:left essure device under cornua abutting the left fallopian tube"), uterine haemorrhage ("other injury (ies) or complication (s) please describe: blood pooling in uterus") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto thyroiditis") in a 44-year-old female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation was performed during essure insertion". The patient's concurrent conditions included menometrorrhagia, hyperlipidemia since (B)(6) 2011, anemia, vaginal bleeding (not recovered prior to essure), menorrhagia and anesthesia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain; left side pain") and adnexa uteri pain ("pain ner or around my left ovary"). The patient was treated with surgery (underwent to remove the essure implants), surgery (surgical removal of coil and unilateral salpingectomy- oopherectomy, hysterectomy with unilateral), surgery (laparoscopy,left salpingectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain had resolved, the device breakage, embedded device, device dislocation, autoimmune thyroiditis, endometriosis, dyspareunia and abdominal pain outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, adnexa uteri pain, autoimmune thyroiditis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. She had surgery to remove the essure implants on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011, specimen(s) received a: uterus. Cervix, left ovary and right tube b: essure wire for 10 purposes only clinical diagnosis and history severe pelvic pain, endometriosis. Diagnosis: a) uterus, hysterectomy (uterine weight 78 gm) cervix - mild chronic inflammation. Endometrium-atrophy with acute inflammation, breakdown and emosiderin deposition. Myometrium - no significant pathologic changes. Serosa- no significant pathologic changes. Left ovary and fallopian tube - hemorrhagic corpus luteal cyst and hemorrhagic tubo-ovarian adhesions with foreign body giant cell reaction. No definite endometriosis is identified. Right fallopian tube - no significant pathologic changes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis. Embedded device (confirmed device dislocation), medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: patient demography, product details-indication, lot number was added. New events: vaginal hemorrhage, menorrhagia, autoimmune thyroiditis, endometriosis, device dislocation, device breakage dysmenorrhea, dyspareunia, fatigue, uterine hemorrhage, abdominal pain, adnexa pain uteri, events added per mr: medical device monitoring error, embedded device. Medical history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent to remove the essure implants). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. She had surgery to remove the essure implants on (B)(6) 2011 and (B)(6) 2011. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.